Manufacturer narrative:
It was reported that the ventilator generated alarms due to that the respiratory rate deviated from the set respiratory rate. Our field service engineer investigated the ventilator on site. The defective part was found to be a non-getinge product and its replacement solved the problem. There was nothing wrong with the ventilator. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator generated alarms due to that the respiratory rate deviated from the set respiratory rate. There was no patient harm. Manufacturer's reference #: (B)(4).